Manufacturer narrative:
Inspected four opened and used enlite sensors. Performed bicarbonate buffer test. Sensors passed per specification due to accurate readings. Found cannula was bent. Unable to confirm if customer received sensor in said condition, due to customer returned sensor open and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 2032227-2014-00528.

Event description:
Customer reported that he has been hospitalized two times due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was between 30 to 40 mg/dl. Customer stated that he goes low in the middle of the night and he is having problems with his sensor not communicating. Nothing further was reported.